Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and reported that on (B)(6)2014, patient had difficulty with insertion and was unable to pull up on the collar and realized that the wire was not inserted, thus patient did not complete insertion. Patient did not report any discomfort at insertion site. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.